Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during surgery, the insulation on the tip of the device deteriorated. A portion of the insulation fell into the patient cavity but was retrieved. There was no tissue damage and no patient injury.